Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6) 2019: 1. Section b. Box 5. Describe event or problem results: the 3maxc was fractured approximately 32.0 cm from the hub. The device was kinked approximately 33.5 cm from the hub. Conclusions: evaluation of the returned jet7 and 3maxc confirmed fractured devices. If the devices are advanced against resistance, damage such as kinks may occur. Further manipulation of the kinked devices may result in fractures. The neuron max used in the procedure was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation of both devices revealed additional kinks. These kinks were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02396.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, while advancing the 3maxc through the jet7, the physician experienced resistance and the jet7 would not advance. Subsequently, the jet7 broke at the hub causing the 3maxc to also break. Therefore, the jet7 and 3maxc were removed. The procedure was completed using other devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02396.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, while advancing the 3maxc through the jet7, the physician experienced resistance and the jet7 would not advance. Subsequently, the jet7 broke at the hub causing the 3maxc to also break. Therefore, the jet7 and 3maxc were removed. The procedure was completed using a new jet7 and 3maxc. There was no report of an adverse effect to the patient.